Event description:
I have another cracked PICC in my office here for evaluation. This one was discovered (B)(6)2023 in situ in a patient less than 12 hours after insertion. Patient had a PICC inserted that had to be removed after a short duration because of a crack in the hub. They were then left without central access and had subsequent attempts for access.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
I have another cracked PICC in my office here for evaluation. This one was discovered (B)(6) 2023 in situ in a patient less than 12 hours after insertion. Patient had a PICC inserted that had to be removed after a short duration because of a crack in the hub. They were then left without central access and had subsequent attempts for access.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.